Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using 12 bd vacutainer® ultratouch¿ push button blood collection set, the customer noticed hole in butterfly tubing. No patient or user impact reported.

Event description:
It was reported that while using 12 bd vacutainer® ultratouch¿ push button blood collection set, the customer noticed hole in butterfly tubing. No patient or user impact reported.

Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. A total of 30 retained samples were visually inspected, and all samples passed testing with no evidence of damage or holes in the tubing. Additionally, another set of 30 retained samples underwent functional tests to assess the functionality of the device, and all samples passed with no damage to the tubing or leakage observed. Furthermore, a subsequent set of functional tests on 30 retained samples confirmed proper activation with no defects observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: hole in the tubing. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.